Manufacturer narrative:
Manufacturer ref. No. : (B)(4). The device was returned to baxter and evaluated. The evaluation confirmed the reported fluid intrusion. Evaluation found corrosion on the wireless module flex and radio printed circuit board caused by fluid intrusion. The unit was determined to be irreparable due to the mac address assigned as product serial number.

Event description:
It was reported that a spectrum wireless battery module suffered fluid intrusion. It was also reported there was no patient injury.